Manufacturer narrative:
The hill-rom tech found the brake not holding due to the bed being pulled and pushed when brake was set, causing the brake to wear out. The tech replaced the foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the beds foot brake caster was not holding. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).